Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced urge incontinence, positive for blood, mesh exposure with calcification noted, yeast infection and recurrent and resolved urinary tract infections. A mesh removal and laser ablation of calcified material procedure was performed under general anesthesia.